Manufacturer narrative:
Evaluation summary: the stent was not present on the balloon and did not return for analysis. Balloon was returned partially inflated. Numerous kinks were evident along the hypotube during inspection. A kink was visible along the distal shaft, 12cm proximal to the distal tip. No deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During angioplasty of coronary injury, an integrity rx coronary bare metal stent was intended to be used to treat a lesion located in a proximal artery. No damage was noted to packaging. No abnormalities were noted in relation to the anatomy. No issues noted when removing the device from the hoop. Poor guidewire movement was reported. It was reported that it was difficult to cross the lesion and that, during the 2nd attempt, the stent was noted to be damaged. It was reported that the stent was displaced proximally due to the difficulty crossing the lesion. The physician used another device to complete the procedure. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.